Event description:
The ge oec 9800 fluoroscopy system had a reported filament regulator error code displayed. Customer evaluated malfunction to filament driver pcb.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the defective filament driver pcb to restore function as diagnosed by on-site bme. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.